Event description:
Physican was performing panretinal photocoagulation for thrombosis of the main central retinal vein using the elite at parameters of 200mw, 200 micron spot and 0.1 second exposure. A sudden hemorrhage occurred and completely obscured treatment visibility. Treatment was terminated. No further medical intervention was performed. Patient vision prior to treatment was 20/200 and following the subsequent hemorrhage, the patient had no vision in the treated eye. Physician expects vision to return to 20/200 once blood in the field is absorbed. Follow-up is ongoing.